Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed. Heparin was given prior to the procedure. The watchman fxd access system was inserted over an unknown super stiff guidewire and advanced. A clot on the right side of the heart near the transeptal crossing point was then noticed that was hanging on to the watchman fxd access system. The physician decided to aspirate before pulling the access system out and putting new one in for fear it may migrate to the left side of the heart. A non boston scientific aspiration device was inserted into the left groin and advanced. The clot was then aspirated out. A new watchman fxd access system was prepped and inserted and the case was completed successfully. The patient's activated clotting time was greater than 200 seconds the whole entire case. The patient was discharged from the hospital the following day.